Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and to correct information provided on the initial report. The following fields were corrected: d9 and h1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, it was confirmed there was no adhesive on the part where adhesive should have been applied. According to the device inspection results, there were scratches around the area pointed out, and the possibility that some kind of external force was applied is not ruled out. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection found probe unit pink rubber flabby affecting image. The customer reported issue was able to be duplicated. In addition, forceps cover glue peeling (c-body) was observed. Furthermore, additional findings on device inspection below: tear marks, leaking found on forceps passage, cut on switch # 4 and # 1, leaking noted. A-rubber glue (bending section) crack was observed and the elevator channel water flow inlet was noted to be loose. Angulation was low and play on control knob observed. Multiple broken elements were noted on um (ultrasound image) and s-cover name plate missing. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, no image on the left side of the camera was observed. The issue found during an unknown event. There is no patient involvement associated on this reported event. No user injury reported. Device return evaluation found forceps cover glue peeling.